Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an xvi shift discrepancy.

Manufacturer narrative:
H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an xvi shift discrepancy. The investigation found from a review of the audit logs that the cbct (cone beam computed tomography) image taken showed that the shift values from xvi were sent to mosaiq. No discrepancies were identified in the data provided. Mosaiq did not have any malfunction and worked as designed and intended. Based on the available information there has been no mistreatment.